Event description:
Following installation of the return line air detector (rlad) in the optia equipment, the rlad was inadvertently turned back off when the control stack was replaced (to address a report of an aim subsystem failure alarm). No adverse events occurred, nor were any medical interventions reported related to the documented part replacement, so therefore no patient information is reasonably known at the time of the event. This report is being filed due to an internal processing error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the service technician reported they were unable to program the fpga on the control stack at the time of replacement due to a programmer not being available. The fpgas on the control stack required programming to enable the rlad. New spares kits were released in august 2011, for both the control and safety stack combination pack spare as well as the individual control stack spare to include instructions for flash programming the fpga related to activating the rlad. Existing inventory was returned to be re-worked with the appropriate programming. Root cause: internal process error - the technician turned off the rlad. Corrective action: a part replaced report was pulled from january through august of 2011, to identify control stacks that were replaced in the field. This was reviewed to determine if any other machines that have had a control stack replaced, following the upgrade to install the rlad, showed the rlad to not be active. Service technicians were contacted for all suspect machines to verify the rlad was active.